Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/ check te messages) has been confirmed. Upon investigation the electrode belt q1 of ECG a defective causing the faults. The root cause for defective component could not be positively identified. No adverse event resulted from the damaged belt.